Manufacturer narrative:
PMA/510k: similar product to 190-000. Additional facility information not available. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
Customer reported multiple false positive results with the ID now covid-19 assay for multiple patients performed on unknown dates. Confirmation pcr testing was performed (platform unknown) and generated negative results (sample types unknown). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.